Event description:
It was reported that a pump alarm 20 occurred during pumping, and the customer was unable to resolve this issue, as the cartridge alarm recurred after attempting to load a new cartridge. There was no reported impact on the customer's blood glucose level, as the customer declined to answer questions regarding blood glucose exceeding 500 mg/dl. To address the issue, the customer support team assisted the customer by arranging a pump replacement and provided instructions on returning the problematic pump. The customer was set to use multiple daily injections as backup therapy until the new pump arrived.